Event description:
It was reported that during a pre-use check, the customer noticed air was leaking from the product. So he did not use it. No patient injury.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Problem source was identifies as manufacturing. Embedded resin line through the circuit ring generate the leakage failure. Due to customer have not provided lot number of the component returned, there is not documentation to review the history of the process.